Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient received inappropriate antitachycardia pacing (atp) therapy for atrial fibrillation with rapid ventricular response (rvr) due to stability calling it ventricular tachycardia (vt). Programming changes were made. Patient was stable.